Event description:
It was reported that during reprocessing, the image on the broncho videoscope became blurred and noisy. There was no report of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: d9 the device was returned to olympus for inspection and the reported failure of image was blurred and noisy was confirmed. Based on the results of the investigation, it is likely the defect was caused by a faulty ¿u¿ plug. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.